Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Technical services (ts) initially reviewed four events where this device delivered three shocks and a combined total of eight bursts of anti-tachycardia pacing (atp). Ts noted the therapy appeared to be a result of a conducted atrial arrhythmia. Ts also several previously unreported event logs from the previous six months where additional shocks and atp were delivered due to atrial driven rhythms. Device reprogramming options were provided. This device remains in service. The health care professional (hcp) further noted the patient had been started on rate control medication. No additional adverse patient effects were reported.